Manufacturer narrative:
The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reports left side rupture. The device has been explanted.

Manufacturer narrative:
Device analysis results: analysis of the returned device identified: brown particles, broken shell and underweight. A visual and microscopic analysis was performed which identified sharp break on posterior and wear abrasion. A dimension measurement in the shell was performed which identified the thickness within specification. Base on the device analysis the final assessment is a sharp break on posterior due to an unidentified (tear) opening.

Event description:
Physician reports left side rupture. The device has been explanted.